Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with the highest blood glucose level reported at 418 mg/dl. The patient stated that the infusion set cannula was kinked, and symptoms were noticed within three hours of insertion. The infusion set was inserted in the thigh, and the patient treated the elevated glucose with a correction bolus via the pump. No further information available.